Manufacturer narrative:
(B)(4).

Event description:
It was reported that the atrial lead exhibited noise. During a device change out procedure, the physician noted the outer insulation was damaged; it was noted that it looked like it had been cut. The lead was tested and no electrical abnormalities were noted. The physician elected to continue using the lead. It was unclear if the lead was repaired. On (B)(6) 2015 the lead was capped and replaced. The reason for the capping was not provided. No further information was available at this time.